Event description:
Patient had undergone a thorascopy developed an air leak in staple line. Chest x-ray revealed leak and presence of a foreign body; a cannula thoracic sleeve that was used during procedure. Patient then underwent a thoracotomy and during the procedure the port was removed. Patient tolerated procedure without complication.